Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer did not provide a reference value for comparison. The accuracy of the customer's inratio inr result could not be determined without additional information. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Visiting nurse, (B)(6), called in for patient self tester and reported unexpected low results when testing inratio. The results were as follows: (B)(6) inratio: 1.5, (B)(6) inratio: 1.2. Patient self tester's therapeutic range is: 2.0-3.0. Previous inratio inr provided by the distributor: (B)(6) inratio=2.2.